Event description:
Per the clinic, the patient was treated with topical antibitoics (date and duration not reported) for the infection.

Event description:
Per the clinic, the patient experienced infection and subsequently underwent revision surgery on (B)(6) 2021, in order to debris and flush the implant site. The implanted device remains.